Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: scs-ipg-r-MRI. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a constant warm sensation in the back and buttock where the spinal cord stimulator (scs) leads and implantable pulse generator (ipg) were located. The patient subsequently underwent an scs system explant procedure. The explanted devices were not returned as they were discarded per facility policy.